Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they push the act button and the screen was blank. The customer's blood glucose level was unknown. The customer stated that the home screen comes on and when they navigate to another screen it becomes blank. The customer was advised to revert to back up plan. The device will be returned for analysis

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify missing segments or partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.